Manufacturer narrative:
After the completion of additional testing on a retain sample, the investigation showed the product was outside the manufacturing specifications. A field corrective action has been initiated for this lot.

Manufacturer narrative:
On (B)(6) 2011, doctor alleged that crowns fell off. No product was returned from the customer. Retain samples are currently being evaluated. A follow-up will be submitted upon completion of the evaluations. As of (B)(6) 2011, no information regarding number of patients involved or treatment has been reported. Customer has not returned device

Event description:
On (B)(6), 2011 a doctor reported that crowns that had been cemented with breeze se cement fell off.